Manufacturer narrative:
As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap decentration, incomplete flap creation, flap tearing or incomplete lift-off and free cap. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an incomplete corneal flap cut of the right eye during corneal flap creation. Reporter indicated an air bubble appeared on the temporal side where the side cut was to be treated. The doctor took the patient under the laser to lift the flap and had to use scissors to complete the side cut. The area of untreated side cut was about 5 to 6mm and the bed was smooth and easy to lift after the intervention to the side cut. Reporter indicated the flap went back down prefect, and the patient is doing well.